Event description:
On (B)(6) 2015 - I had mentor memory shape 550cc implanted for reconstruction. I had capsular constriction once and it responded to singular. Then (B)(6) 2018 the left breast implant ruptured. On (B)(6) 2019 I had them replaced with mentor 4000 smooth 650cc each. Ref#350-6504bc, lot: 7483456, sn: (B)(4) on the left side. Right side is same in size ect. Ref - 350-6504bc, lot 7503782, sn: (B)(4). I have copies of all of the lab work if you need it. I never had any issues like this until fall of 2018. Healthy runner until implants become painful. FDA safety report ID # (B)(4).